Event description:
It was reported that this right ventricular (rv) lead was observed to have out of range intrinsic amplitude. The sensitivity was fixed during a in clinic check. No adverse patient effects were reported.